Manufacturer narrative:
Vyaire medical file identification: (B)(4). Any additional information received from the customer will be included in a follow-up report. The hospital biomed reported evaluating and reworking the device in the biomed department with a replacement gas delivery engine (gde). At this time, vyaire medical has received the suspect gde for evaluation. The completed gde evaluation will be included in a supplemental report.

Event description:
The customer reported the delivered volume on a set 500 milliliters (ml) was measuring 366 ml on this avea ventilator. The customer stated no patient involvement was associated with this event.

Manufacturer narrative:
The vyaire failure analysis (fa) group received the suspect gas delivery engine (gde) for investigation. The fa group performed a power cycle on in the service mode, which found a "bad cal exv" in the error log of the gde. Having performed the exhalation valve characterization the error was cleared. Volume testing was performed, which met specifications. The transducer calibrations were confirmed, which found the calibration data within specifications. The fa group completed and passed all service testing outlined in the service manual l1524. The reported issue could not be duplicated in the laboratory setting. No component failure was identified therefore no root cause could be determined.